Event description:
A surgeon reports that a haptic kinked during an intraocular lens (iol) implant surgery, decentering the iol. An additional surgical procedure was required to reposition the iol. In a follow-up, the surgeon reports the outcome of event for the pt as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 8/25/08 and 8/26/08 by phone, mail and fax. A completed questionnaire was received 8/28/08. This report was mailed to FDA on: 9/19/08.